Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer could not reproduce the customer experience, but the fse downloaded the device logs. Our device log evaluation confirmed that there had been several alarms related to ¿patient circuit disconnection¿ during the time 22:11 and 22:15 on the (B)(6). On the (B)(6) the pre-use checks were successfully tested at 16:51. At 19:26 on the (B)(6), the ventilation was started (adult patient category) in ventilation mode prvc. At 19:38 on the (B)(6), the ventilation mode was changed to pressure support/CPAP. At 19:47 on the (B)(6) the ventilation was again changed to prvc ventilation mode. In the time between 22:08 to 13:53 (next day), several clinical alarms were generated, giving alarms for airway pressure high and respiratory rate high. At 22:11 on the (B)(6), alarms for peep low and expiratory minute volume low were gendered. Just after these alarms the ¿patient circuit disconnection¿ alarm was occurring as stated above. The log files showed that the ventilator was restarted by the user at the time of 22:30. The technical log file does not have any entries to indicate a technical malfunction, beside the technical error related to a loudspeaker alarm that was generated after the ventilator system was re-started. Our final conclusion is, that there were no stoppage of ventilation, or an un-expected shut down, beside the operator initiated shutdowns/restarts.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm that indicated a patient circuit disconnection, numerous times. Then the ventilator switched off. The patient had to be bagged. The final patient outcome was no harm. Manufacturer reference # : (B)(4).